Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 186 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self-test, displacement test due to failed battery test anomaly. Insulin pump passed stop current and run current test. Insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.